Manufacturer narrative:
Implant date: if implanted; give date: n/a. The lens was inserted into the eye, removed and replaced during the same procedure. Explant date: if explanted; give date: n/a. The lens was not explanted during a secondary procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a folding issue with the intraocular lens (iol). The lens was fully implanted; however, it had to be removed within same procedure and replaced with another lens of the same model. During follow up, it was reported that after the lens was inserted, it did not unfold properly. The lens was removed with no incision enlargement or patient injury. There were no complications with the replacement procedure. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens was damaged. One of the haptics was kinked. The condition of the lens is consistent with a product that was removed (from the eye) and do not suggest that the damage was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.